Manufacturer narrative:
(B)(4): this is a report of a patient who experienced a system error 2240 alarm that was caused by an incomplete prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) device during the initial drain. During troubleshooting, it was identified that the patient line was not properly primed before connecting. The technical service representative (tsr) assisted the hp in clearing the alarm. The tsr instructed the hp to disconnect and start over with all new supplies. The tsr explained that the hp needed to make sure that there was fluid to the top of the patient line before they connect. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.